Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (sfa), it was reported that a .018 sv short 300cm guide wire was delivered to and attempted to cross the lesion but its distal tip separated inside of the destination (terumo) guiding sheath while attempting to cross the lesion. Therefore, the device and its distal tip were removed from the guiding sheath with a snare catheter. It is unknown how the procedure was completed, but the procedure was finished successfully. There was no patient injury reported. The lesion was heavily calcified with unknown tortuosity and a 100% (cto) stenosis. It is unknown if the wire was removed from the dispenser by the distal floppy end and if the wire was re-shaped by the user. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not used for treatment of another lesion prior to the event. It is unknown if a ¿drilling¿ or ¿jack-hammer¿ technique was used to recanalize the vessel. Procedural films are not available. It is unknown if the wire tip was visible on fluoro throughout the procedure. There was no difficulty experienced tracking the wire through the vessel or lesion. It is unknown if the wire behaved ¿normally.¿ there was no resistance/friction noted between the wire and the other devices during insertion and withdrawal into another device. The wire did not kink during use. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The wire tip was not advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event. It is unknown if the wire was torqued against resistance. Excessive force was not applied at any time during the procedure. Per lake region report (B)(4), lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10327617. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
During a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (sfa), it was reported that a .018 sv short 300cm guide wire was delivered to and attempted to cross the lesion but its distal tip separated inside of the destination (terumo) guiding sheath. The event occurred during an attempt to cross the lesion. Therefore, the device and its distal tip were removed from the guiding sheath with a snare catheter. It is unknown how the procedure was completed, but the procedure was finished successfully. There was no patient injury reported. The patient is currently fine. The product was clinically used and will not be returned for analysis as it was discarded. The lesion was heavily calcified. It is unknown if the lesion was tortuous. The rate of stenosis was 100% (cto). An approach was made with a guiding sheath (destination, terumo). The device was not resterilized. It is unknown if the wire was removed from the dispenser by the distal floppy end and if the wire was re-shaped by the user. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not used for treatment of another lesion prior to the event. It is unknown if a ¿drilling¿ or ¿jack-hammer¿ technique was used to recannulize the vessel. Procedural films are not available. It is unknown if the wire tip was visible on fluoro throughout the procedure. There was no difficulty experienced tracking the wire through the vessel or lesion. It is unknown if the wire behaved ¿normally¿. There was no resistance/friction noted between the wire and the other devices during insertion and withdrawal into another device. The wire did not kink during use. The wire was not advanced through the struts of an existing stent. The wire tip did not repeatedly prolapse during placement. The wire tip was not advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event. It is unknown if the wire was torqued against resistance. Excessive force was not applied at any time during the procedure.